Manufacturer narrative:
Olympus field svc engineers visited the user facility and inspected the subject device of this report, verified that it operated appropriately, and did not note any anomalies with the device. The device was also noted to be connected correctly to other equipment in the video tower. Olympus followed-up with the user facility via phone and in writing to obtain add'l info regarding this report, however, only limited info was provided regarding the circumstances of the event. The user facility has not yet returned the device for evaluation, but was said to be considering doing so. Olympus continues to investigate this report. If significant add'l info becomes available, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. This report is one of four related to the same event. See also 8010047-2011-00056, and 9611174-2011-00002.

Event description:
Olympus was informed that approx three hours after an ercp procedure, the pt expired due to an air embolism. The user facility indicated that they did not believe that either the devices or the procedure performed caused the reported event.